Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydra irrigation tubing was used in a procedure. According to the complainant, there was backflow of patient bodily fluid (including blood) into the tubing. The procedure was completed by using a different tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".